Manufacturer narrative:
The manufacturer previously missed to capture information in section b5. After review, it was determined that section b5 should be filed as follows: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a mini stroke, nasal soreness, wakes up tired sometimes, headache and burning/smoke/electrical odor. There is no report of the medical intervention that the patient has received at this time. Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a mini stroke. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.